Event description:
On (B)(6) 2012, the reporter, the patient's mother, contacted animas to report that the pump prime history screen had all empty boxes indicating no primes had been done. The reporter noted there was no power loss to the pump. The issue was not resolved. There was no patient injury associated with this issue.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: a review of the black box history revealed "loss of prime' warnings associated with battery changes, cartridge changes and empty cartridge alarms. An "ezprime" operation was performed with no loss of prime warnings. The "boxes" were found to be checked when performing the "ezprime" operations. The insulin units remaining were correctly calculated. The rewind and load steps were observed several times not to be performed. The pump was exercised for 24hrs with no loss of prime warnings. Unrelated to the complaint, the force sensor was found to be out of calibration and the keypad was torn around the down arrow keypad button. A damaged keypad will permit contamination to permeate the buttons which will have a negative impact on button function. This situation is not likely to result in an adverse event as the damaged keypad should be clearly visible and warns the patient to discontinue using the pump. The owner's booklet instructs the user to call animas customer service if the user suspects that the product is damaged. The reported complaint was not duplicated during testing.